Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a . A4: weight: not available due to hospital policy . A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the only information the involved angio-seal device did not snap securely. Additional information was received 20 feb 2024: the procedure was a cardiac catheterization. Hemostasis was achieved by manual pressure. The patient was in stable condition. The locator and the sheath were loose, not connecting properly, with no audible click. They opened multiple angio-seals with the same problem from the same lot number. The user did not have difficulty inserting the locator into the hub. The user was unable to mate the locator with the hub after many tries. The separation did not occur when device was in the patient. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and packaging. The sheath was confirmed to have been manufactured in terumo puerto rico and cap was confirmed to have been manufactured in tmc elkton. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. See attached pictures for details. The mating area on the cap was found to have no damage. Upon visual inspection however, the parting line geometry in the thru hole was slightly different from previously manufactured caps from a different vendor. Due to plastic deformation on both parts as function of use, no dimensional measurements were able to be accurately taken. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times and the locator sheath connection was found to be loose. Component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. The molded puncture locator drawings for 6fr and 8fr along with the hemostasis cap drawings were reviewed. Since the molded puncture locator drawings for the features used for connection are the same for both sizes, the tolerance analysis was done to the 8fr drawing. Molded puncture locator drawing, and the hemostasis cap drawing, were used to perform the tolerance analysis on the features related to the connection between the two components. It was found that the snap interference goes to zero at the least material condition and has a very large interference of 0.010" at the maximum material condition. At the minimum material condition there would be a slip fit and at the maximum material condition the part connection can be impaired. The tmc molding process for the cap removed the high degree of core shift which resulted in a component with a more concentric edge at the parting line. It also seems that due to the new tooling at the edge of the offset was sharper, and that could lead to connection issues. The failure was attempted to be recreated with unused product and similar connection issue and locator mating feature geometry was confirmed under microscope. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and corrective and preventative action (CAPA) have been noted for this issue in the past 12 months.